Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01440.

Event description:
The patient was undergoing a coil embolization procedure in the aorta to treat an endograft leak using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and decided to remove it. Upon removal, it was noticed that the ruby coil was ¿stretched¿. The physician then attempted to advance a new ruby coil through the same microcatheter; however, resistance was encountered again and therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.